Event description:
Related manufacturer reference number: 1627487-2019-05909.

Event description:
Related manufacturer reference number: 1627487-2019-05909. Follow-up information revealed that surgical intervention was undertaken on (B)(6) 2019 where in the patient¿s lead was explanted and replaced with a new lead but no intervention was taken with respect to the ipg. Reportedly, issue resolved and therapy was resumed postoperatively.

Manufacturer narrative:
Further information was requested but unable to obtain. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2; reference MFR report: 1627487-2019-05909. It was reported that high impedance was observed. Lead and ipg connection issue was suspected. Hence, fluoroscopy was performed. However, it was inconclusive of the cause of the issue. In turn, surgical intervention may take place at a later date to address the issue.